Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform the occlusion and the excessive no delivery test due to a motor error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that alarm was during a basal. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. Customer's blood glucose was 156 mg/dl. The motor error occurred once in the last 30 days. Customer does not use the sensor feature and was able to rewind the pump. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.